Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the patient¿s pump ¿was not working correctly.¿ there was no additional information was available for this complaint. An attempt was made to obtain more information regarding this complaint with no success. This complaint is being reported based on the allegation of a non-specific pump malfunction. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.